Event description:
A report was received that the patient was experiencing heat and constant pain at the pocket site. The patient's pain would increase while charging. The database analysis confirmed the ipg was functioning properly. In addition, the patient's lead displayed high impedance readings. The patient will undergo a revision procedure wherein the physician will replace the ipg and lead.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3354-25, serial #: (B)(4), description: w4 splitter 2x4-25 cm. Sc-1110-02 s/n (B)(4): the ipg passed electrical, performance, photographic and visual tests performed. The complaint regarding heating up and constant pain at the battery site not verified. The patient's data showed that the maximum temperature during charging cycles was registered as 42.54 c, within the limit of 45±1 c. Ac/dc current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies. - sc -3354-25 s/n (B)(4): the lead body was pulled and cut in pieces. This damage appeared to be a result of the explant procedure, and it was not considered a failure. Sc-2218-70 s/n (B)(4): two cables, e2 and e3, were cut by a surgical tool. The damage was a result of a typical explant procedure, and it was not considered a failure. Sc-2218-70 s/n (B)(4): the impedance anomaly was confirmed. The lead was cut, a result of typical explant procedure. However, and x-ray inspection found one cable is open at the clik anchor site about 20 centimeters from the distal end. This damage appeared to be not related to the explant procedure.

Event description:
A report was received that the patient was experiencing heat and constant pain at the pocket site. The patient's pain would increase while charging. The database analysis confirmed the ipg was functioning properly. In addition, the patient's lead displayed high impedance readings. The patient will undergo a revision procedure wherein the physician will replace the ipg and lead.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was also experiencing difficulty charging the ipg and it was noted that the peripheral leads were causing pain. The patient is doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st¿ lead, 70cm; model #: sc-2218-70, serial #: (B)(4), description: linear st¿ lead, 70cm.

Event description:
A report was received that the patient was experiencing heat and constant pain at the pocket site. The patient's pain would increase while charging. The database analysis confirmed the ipg was functioning properly. In addition, the patient's lead displayed high impedance readings. The patient will undergo a revision procedure wherein the physician will replace the ipg and lead.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient's leads had migrated. The patient was also experiencing difficulty charging the ipg and it was noted that the peripheral leads were causing pain. The patient is doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st¿ lead, 70cm; model #: sc-2218-70, serial #: (B)(4), description: linear st¿ lead, 70cm.

Event description:
A report was received that the patient was experiencing heat and constant pain at the pocket site. The patient's pain would increase while charging. The database analysis confirmed the ipg was functioning properly. In addition, the patient's lead displayed high impedance readings. The patient will undergo a revision procedure wherein the physician will replace the ipg and lead.